Event description:
It was reported that an unknown component of this inflatable penile prosthesis (ipp) had to be relocated; therefore, a revision surgery had to be performed. No further details were provided.